Manufacturer narrative:
The pump exchange referenced in this section was reported under medwatch MFR. Report # 2916596-2015-01773. (B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to an increased lactate dehydrogenase (ldh) level of 895 u/l on (B)(6) 2016 and was started on IV bivalirudin. It was found in the system controller event history that on (B)(6) 2016, a low speed advisory followed by pump off alarm had occurred. It was reported that the patient has a history of elevated ldh levels, and prior to this event, had a pump exchange on (B)(6) 2015 due to pump thrombus. The patient also has a history of atrial and ventricular arrhythmias. The patient was discharged to home on an unspecified date and was being listed as status 1a for a heart transplant. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.